Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 750 tourniquet serial number (B)(4) as documented in the repair reports in (B)(6). Initial qa inspection of the a.t.s. 750 tourniquet by zimmer biomet surgical on november 20, 2017 revealed that the technician was unable to confirm complaint. It was also noted that the technician did detect a slight air leak, but within tolerance at leak test reading of 460 and the likely cause of it might be due to plumbing assembly. It was also noted that device battery was indeterminate. Repair of the a.t.s. 750 tourniquet was performed by zimmer biomet surgical on november 21, 2017 which included replacement of the battery and clear tubing. A.t.s. 750 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device did not hold pressure and air was leaking out of cuff¿ was confirmed since during initial inspection the technician did detect a slight air leak, but within tolerance at leak test reading of 469 and the likely cause of it might be due to plumbing assembly. It was also noted that device battery was indeterminate. The root cause of the reported event was due to the plumbing assembly. The issue was resolved with the replacement of the battery and clear tubing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 750 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the device did not hold pressure and air was leaking out of cuff. The customer returned an a.t.s. 750 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 750 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the a.t.s. 750 tourniquet by zimmer biomet surgical on (B)(6), 2017 revealed that the technician was unable to confirm complaint. It was also noted that the technician did detect a slight air leak, but within tolerance at leak test reading of 460 and the likely cause of it might be due to plumbing assembly. It was also noted that device battery was indeterminate. Repair of the a.t.s. 750 tourniquet was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the battery and clear tubing. A.t.s. 750 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was also noted that the technician did detect a slight air leak, but within tolerance at leak test reading of 469 and the like cause of it might be due to plumbing assembly. It was also noted that device battery was indeterminate. The root cause of the reported event cannot be specifically determined with the provided information. The issue was resolved with the replacement of the battery. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 750 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device did not hold pressure and air was leaking out of cuff. The event occurred during surgery and no harm was reported. There was a surgical delay but the time is unknown at this time. No adverse events were reported as a result of this malfunction.